Event description:
(B)(4). According to the information received, a client has indicated that the user to this product is a child. The mother is the one who cath's her daughter and that the child was complaining that the catheter was hurting upon insertion. The product seemed to be an opaque color instead of clear and the eyelets did not seem as polished.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.